Event description:
The physician reports that the crystalens tore when advancing the lens from the amo silver series lens injector system. The damaged iol was removed and replaced with another lens. No need for enlargement of incision or placement of sutures.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.